Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer stated that she was at a cvs store and her blood glucose was 39 mg/dl. Customer was not feeling well and sat down. Customer stated that she treated with glucose tablets and then sat down for about 15-20 minutes. Customer does not know why her blood glucose is low. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.